Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Also, evaluation found the following; the play of the knob was out of the standard value due to wear of the angle wire; the plastic distal end cover had a scratch; the adhesive around the objective lens and light guide lens had discoloration and the adhesive on the bending section cover had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although the defects found during evaluation were confirmed, the foreign material in the device could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the gastrointestinal videoscope had worn glue around the distal end and corner joints. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder and tube had a whitish foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.